Manufacturer narrative:
Qn#(B)(4). The batch card(s) for the complaint lot(s) was reviewed all samples passed qa inspection. No sample was returned for investigation; therefore, no physical investigation could be conducted. In the absence of any actual or representative sample for investigation, we could not further investigate to identify the actual root cause of this reported failure. Therefore, the complaint cannot be confirmed.

Event description:
Reporting failures of a box of catheters used for a client in the nursing home. The gentleman's catheters failed several times before a nurse filled a balloon and observed the balloon deflate after a few hours at the nurse's station. There are no samples to return as they used 9 before testing the final catheter which has been discarded.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Reporting failures of a box of catheters used for a client in the nursing home. The gentleman's catheters failed several times before a nurse filled a balloon and observed the balloon deflate after a few hours at the nurse's station. There are no samples to return as they used 9 before testing the final catheter which has been discarded.